Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a breaking sound was heard when grasping the firing handle to fire the device. The knife did not move, and the staples were not deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch # r59j59. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.